Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incident reported for mclip open while locked from the reported lot. All available information was investigated and a definitive cause for the reported clip open while locked could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened after deployment requiring an additional clip. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and grasping was performed, reducing the mr to <1. After successfully establishing final arm angle, the deployment sequence was started. When the release pin was removed, the clip opened to approximately 60 degrees and the grippers remained attached to the leaflets. The mr remained at <1 and the clip was stable. Due to the clip arms being opened at 60 degrees, it was decided to use an additional clip to stabilize the clip. The second clip was deployed medial of first clip successfully. Two clips implanted, reducing mr to 1. No additional information was provided.